Event description:
It was reported that due to the patient's physiology the lead fracture was observed radiographically. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.